Event description:
Event: as rn turned on the bedside computer and monitor, she heard a fizz sound and a pop, and saw an orangey-yellow flash behind the external cerebral oximeter device, all within a few seconds. There were no flames. The nurse immediately disconnected the patient from the device and other monitors, started moving the patient out of the room, and obtained help. The sequence of rescue, alarm, contain and evacuate (race) was implemented. The patient room filled with smoke, which was contained inside the room. Code red alarm was directed from the smoke detector to the operations center and the fire department, which responded to the scene. Scorch marks were clearly visible on the rear of the involved device at the site where the electric wire plugs into the device. There were no scorch marks at any of the electrical outlets on either of the equipment booms in the room, nor were there any scorch marks on any wall outlets. All equipment continued to function. The cause of the event has not been determined.